Event description:
It was reported a physician performed a kyphoplasty procedure on a patient. The cement was homogenous before the physician injected in into the patient. Reportedly, the physician waited over 30 minutes to apply the hv-r bone cement. There was inconsistency in the bone filler devices as they waited for the cement to dough. The patient is "ok". No additional information was reported.

Manufacturer narrative:
Add'l info: lot# el26709; exp date: 02/28/2011; mfg date: 03/2009. Device not returned, follow up with company representative.